Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 14.2 mmol/l at the time of incident. Customer stated that the insulin pump down arrow button was sticking and the buttons were scrolling during bolus programming. No significant events leading to keypad anomaly were observed. Customer reported that the buttons were unresponsive even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed leak test. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit passed self-test and displacement test. Unit was received with minor scratches on case, cracked retainer, stained serial number label, corroded battery tube and minor scratches on lcd window.